Event description:
It was reported that this right atrial (ra) lead had an insulation break. The ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).